Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system continued to beep after the exposure button was released. This is consistent with a system lock up. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.